Event description:
A report was received that during an audit by (B)(4), the facility's documentation showed they were using cidex opa one week past the 14 day reuse life of the product. No pt reactions have been reported to date. A customer care center (ccc) associate discussed the 14 days reuse life per the product IFU with the customer. The caller did not wish to provide additional info or to receive any info from us. No further info was provided.